Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged into the atrium. It was also reported the rv lead exhibited no capture. It was noted that the patient experienced dizziness. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.